Event description:
It was reported that the artificial urinary sphincter (aus) due to incontinence. Due to this, a surgical procedure was performed to replace the system. To boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.